Manufacturer narrative:
(B)(4). The pump was received with a critical pump error (alarm, problem isolated to the electronic assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had high blood glucose value. The customer needed to replace insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.